Manufacturer narrative:
No product was returned; however, three photos of the device were provided for analysis. Functional and visual tests were performed, but the reported issue could be duplicated. The cause of the issue couldn't be confirmed. A review of the device history record (DHR) showed that all inspections were completed, with no issues noted during manufacturing.

Event description:
The customer reported a line breakage involving a patient connected to blinatumomab administered via a cadd device.